Event description:
Pt was transported from floor to magnetic resonance imaging ctr for treatment. Baxter 6201 infusion pump attached with morphine sulfate drip. Upon arrival at magnet resonance imaging center, tubing was removed from pump and flow of morphine sulfate adjusted incorrectly. Pt rec'd overinfusion of morphine sulfate. Narcan administereed, times two to counter effects. No other injury.